Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
It was reported that during a product demonstration, the device was being used on exvivo cow liver and an antenna temperature alert was tripped repeatedly.

Manufacturer narrative:
(B)(4). Date of follow-up report: 02/03/2016. This report is being filed as a correction to the initial report submitted on 01/22/2016. The initial submission reported the failure as part of a retrospective review related to CAPA (B)(4). That was incorrect. Evaluation of the incident sample identified a possible cause of the failure to be the tc circuit board inside of the connector handle. However the root cause could not be determined.